Event description:
It was reported that the customer was in a diabetic coma with blood sugars over 900. The troubleshooting conducted indicated the pump was working properly. Explained the rule of changing the infusion set after two consecutive high blood sugar readings and instructed to call back for further testing when tubing clamps rec'd.